Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the cassette during peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the event. The customer planned to complete therapy using manual supplies until new supplies arrived. There was no patient injury or medical intervention reported. No additional information is available.